Event description:
It was reported that the healthcare provider requested a review of device data to confirm device operation. Upon review, it was noted that both the right atrial (ra) lead and the right ventricular (rv) lead exhibited out-of-range pacing impedance measurements. Both leads were implanted 18 years ago. Low amplitude on the ra lead was also observed and the patient reported their heart rate went down but there is no evidence of the electrocardiogram. Technical services were consulted and it was confirmed that the device was working as expected. The plan is continuing to be followed up. Currently, this product remains in service and no additional adverse patient effects were reported.